Event description:
Additional information was received. It was reported that the patient was going to the hospital on (B)(6) for a surgery to fix the pain pump. It was indicated that it was on (B)(6) that the patient¿s third spinal surgery found the cause of the failure and the infection it had caused. The patient had been on intravenous antibiotics for nine weeks and had a cancelled surgery during the previous month.

Event description:
It was reported that on (B)(6) 2013, the catheter was ¿possibly nicked or dislodged¿ by a surgeon during an unrelated back or spine surgery. The patient said the surgeon told her that he fixed it. A dye study was going to be performed to ensure the catheter was not compromised. The patient had increased pain and was placed on the hydromorphone 4mg every 15 minutes, by pca, to cover the pain. An attempt was made to replace the catheter on (B)(6) 2013. The procedure was aborted when ¿yellow fluid¿ was aspirated. The patient was on antibiotics for six-eight weeks. Replacement would be attempted again in 90 days, as it was said the replacement could not be replaced until the infection cleared. The patient had a history of cancer pain and post-laminectomy. The pump was used to deliver hydromorphone.

Event description:
Additional information was received. It was reported that the patient was treated with antibiotics and was discharged on (B)(6), 2013. It was noted that the patient was being managed by a home care service.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).